Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the catheter was inserted last week in another hospital. Initially a crack was noted on the silicon extension venous port on (B)(6) 2015 during dialysis. On (B)(6) 2015 there was leakage during dialysis and there was a visible crack on the tip of the silicon extensions. The date of implantation was the (B)(6) 2015. The catheter was pulled and replaced on the (B)(6) 2015. The patient is stable.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A physical sample was not received for evaluation; however, two photos were received for a visual inspection. A visual inspection was conducted and a red adult adapter with the sealing cap and a blue adult adapter were observed. The reported issue could not be confirmed based on the photos received. Per the instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. A possible root cause can be due to over tightening of the adapter. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.